Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer experienced symptoms described as cold sweats and weakness and her husband called paramedics. Upon their arrival, a sensor scan result of 131 mg/dl was obtained and compared to a message 'lo' (reading <20 mg/dl) obtained on the paramedic meter. Customer was administered oral glucose and a subsequent sensor scan result of 151 mg/dl was obtained compared to a paramedic meter reading of 22 mg/dl. Customer was transported to a hospital however no further treatment was reported. Sensor scan results of 131 mg/dl and 151 mg/dl were compared to readings of 19 mg/dl and 22 mg/dl and when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer experienced symptoms described as cold sweats and weakness and her husband called paramedics. Upon their arrival, a sensor scan result of 131 mg/dl was obtained and compared to a message 'lo' (reading <20 mg/dl) obtained on the paramedic meter. Customer was administered oral glucose and a subsequent sensor scan result of 151 mg/dl was obtained compared to a paramedic meter reading of 22 mg/dl. Customer was transported to a hospital however no further treatment was reported. Sensor scan results of 131 mg/dl and 151 mg/dl were compared to readings of 19 mg/dl and 22 mg/dl and when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.